Manufacturer narrative:
Evaluation of the returned ace68 confirmed a fracture on the distal end. If the device is advanced against resistance, damage such as a kink and subsequent fracture may occur. Evaluation also revealed that the distal tip was shaped. The distal tip shaping during the procedure and the reported patient¿s tortuous anatomy may have contributed to resistance during use. Further evaluation revealed kinks and ovalizations on the device. This damage was likely incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) and the right m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), a non-penumbra sheath, and a guidewire. It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician steam shaped the distal end of the ace68. Next, while advancing the ace68 through the sheath, the physician experienced resistance and after partially advancing the ace68 out of the distal end of the sheath, the ace68 would not advance further. Therefore, the physician decided to remove the ace68. Upon removal, the physician noticed that the ace68 was fractured at the distal end and connected by a wire. Therefore, the ace68 was no longer used in the procedure. The procedure was completed using a new ace68 and the same sheath. There was no report of an adverse effect to the patient.